Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a shocking/jolting sensation after exposure to a theft detector or security gate. The device would be powered on and the patient would continued to be shocked until she turned the device off. The patient was re-directed to her physician. Additional information from her physician was requested.